Event description:
This is 1 of 2 reports for the same event, complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in united (B)(6) as follows: reportedly a nurse had autoclaved the trs module in error. After autoclaving the outer shape of the batteries are intact, however, there is a burning smell when the device is on the charger and the red light is on. This is 1 of 2 reports for this event.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates both units have been set up on the test bench, unfortunately with no function at all. The sterilization has completely damaged the inner electronic components. Unfortunately as the module has been wrongly sterilized (handling fault), we are not able to repair or credit this unit anymore. Further investigation showed that the units in question conform to the company specification and no apparent fault of material or manufacturing was detected. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.